Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2004. It was reported that the pt lost stimulation; the pt uses the magnet and was unable to turn on the stimulation with the magnet. She stated that she tried using the pt programmer, but she only received a communication error message. Replacement external devices were sent to the pt. Follow up on the pt found that the external devices did not resolve the issue. The pt was scheduling an appointment with her physician to discuss the next course of action. No further info is available at this time.